Event description:
Patient admitted to hospital from clinic with suspected lvad thrombosis. The patient was started on heparin and integrilin. Patient developed neurologic symptoms and eventually withdrawn from life support.